Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment procedure. The procedure was completed by using another system which is delayed by 20 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that x-ray tube cooling oil level was low. The fse top up the tube cooling oil, performed functional and visual checks, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.